Manufacturer narrative:
(B)(4). Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available. (B)(4).

Event description:
According to the reporter, about 2 months ago, the surgeon had a suture needle break during wound closure. The tip of the needle was retained and could not be found.eated/corrected. B) if yes, is the damage permanent? Was there blood loss of 500cc or more due to the product problem? A) did the blood loss resulting from this product problem require a blood transfusion? Was the surgical time extended 30 minutes or more due to the product problem? A) describe any adverse event which occurred as the result of a delay in surgery, (i.e. An extension of the hospital stay, infection, etc.?) Was there a reoperation? A) if a reoperation is involved what are the dates of the initial operation and reoperation or if exact dates are not available, how long after the original procedure did the operation take place? What is the current status of the patient?